Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler jammed on the tissue and when they went to remove it, it tore the pt's staple line on the stomach and tore the gastric tissue. The surgeon had to oversew the staple line. The consequence to the pt is unk. There was an extension time of the procedure one and a half hrs.